Event description:
Found unit with ac charge light on and power switch in monitor position with no display. Turned unit to defib position and still no display. Turned unit off and removed battery. Re-installed battery pack and still no display. Was able to hear audible tone when switched to pacer mode, but still no display.